Manufacturer narrative:
The reported complaint that "autopulse platform (s/n (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering up" was confirmed during functional testing and archive data review. The root cause of the reported ua45 advisory message was that the driveshaft was not at "home" position, most likely attributed to unintended user error. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review indicated multiple ua45 advisory messages around the customer's reported event date, confirming the reported complaint. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, the autopulse platform displayed the ua45 advisory message upon powering up, confirming the reported complaint. The platform's driveshaft was rotated to "home" position to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good batteries until discharged, and the platform passed the test without any fault or error. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During device check, when the nurse powered on the autopulse platform (B)(4), the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer was unable to clear the advisory message. No patient involvement.